Event description:
It was reported that a 73 yo female patient, initial left knee implanted in (B)(6) of 2019, who had an initial revision in (B)(6) of 2023 underwent a 2nd revision procedure in (B)(6) 2024, approximately 1 year 2 months post the may procedure due to wear on patella and tibial insert. The knee form diagnosis section indicates tibial insert wear and pitting. All devices were removed and replaced with a competitor¿s devices. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The devices are not available for evaluation as they were discarded at the hospital. Device images were provided. No further information. The initial revision has been reported under MDR #1038671-2023-01402.

Manufacturer narrative:
D10: concomitants: (B)(6) 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) 02-010-01-0220 - lgc femoral ps cem left sz 2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02563. The revision reported was likely the result of presumed prosthesis wear of the tibial insert and patella component. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted, no radiographs were provided, and the revised components were not returned to exactech for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g1 - contact email, g3, g6, h1/h2, h3, and h6 - component code, type of investigation, and investigation findings and conclusion. The revision reported was likely the result of presumed prosthesis wear of the tibial insert and patella component. However, images of the revised insert do not show signs of excessive prosthesis wear inconsistent with being implanted, no radiographs were provided, and the revised components were not returned to exactech for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.